Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager elock not detected on bus, which located on ubc 4w. The customer attempted to restart the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and not detected on bus. A field service engineer replaced the controller board with a new unit and installed a new pyxibus cable on the remote manager. The fse performed hardware test application (hta) tests for the storage space. The system functioned as intended after the field service engineer repaired the device.